Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction error of the intellivue x3. It is unclear if there was sound. The device was not in use on a patient at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed by the customer biomed onsite. The results of the analysis were the speaker malfunction inop message was gone when the intellivue multi-measurement module x3 was power cycled. The customer informed sound was present during the speaker malfunction inop message. The philips field service engineer recommended to the customer to replace the mx_100/x3 speaker assembly before returning the reported intellivue multi-measurement module x3 back in use at the customer site. A speaker malfunction inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational, and sound is provided is not likely to lead to harm as alarms continue to be annunciated. The record was reviewed and evaluated to pose no health or safety risk to patients, users, or bystanders. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur. This is not a reportable event.